Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Post- operatively after one day of the a laparoscopic cholecystectomy procedure, the patient came back with bile from umbilicus. During the procedure the device was applied to cystic duct. There were some unformed clips. Patient was sent to a different hospital for treatment. There will be a second operation performed to correct the issue. A provided photo shows clips not fully formed. Patients status: unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo of an device. The visual inspection of the returned photo noted the photo depicts three clips, one fully formed and two partially formed. The root cause of the observed condition could not be reliably determined because the instrument was not received; however, based on observations the most likely root cause for the observed condition was determined to be handle compression incomplete. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: post- operatively after one day of the a laparoscopic cholecystectomy procedure, the patient came back with bile from umbilicus. During the procedure the device was applied to cystic duct. There were some unformed clips. Patient was sent to a different hospital for treatment. There will be a second operation performed to correct the issue. A provided photo shows clips not fully formed. Patients status : unknown.